Event description:
It is reported that the customer could not insert the articular surface. Surgeon had to use a different articular surface. This one could be inserted easily.

Manufacturer narrative:
This report will be amended when our investigation is complete.